Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the ambient super turbovac was plugged into quantum console, while inside the patient, without activating, the device started functioning, the surgeon did not have their hand on any activation button. Immediately the nurse unplugged the device from the machine and replaced it with a smith and nephew back up device. Non-significant delay or further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.